Event description:
Customer reported that her insulin pump was alarming motor error during an infusion set change while doing the fill cannula portion. Customer stated that her blood glucose was 190 mg/dl at the time of the call. Customer stated that they were unable to complete the rewind sequence. Advised to discontinue use of the insulin pump and revert to a back-up plan per hcp's instruction also advised to return the insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.